Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) in (B)(4) alleging his onetouch verioiq meter was reading inaccurately compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue started on (B)(6) (unknown year). The patient reported obtaining readings of ¿126mg/dl¿ on the subject meter compared to ¿67mg/dl¿ on another meter. Based on statistical methodology, the calculated difference of the readings exceeds the expected result of <30mg/dl or 30% obtained within 30 minutes. The patient reported using a combination of metformin, diamicron and lantus insulin to managed his diabetes. The patient reported making no changes to his usual diabetes management routine on the day of the alleged issue. The patient denied developing any symptoms on the day of the alleged issue. The patient reported on (B)(6) (unknown year) at 7pm the patient went to a doctor¿s office and his lantus insulin was increased from 24 units to 26 units. During the time of troubleshooting the cca confirmed the patient was using an approved sample site for testing and the meter was in the correct unit of measurement at the time of testing. The patient¿s test strips and test strips vial were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. There is no indication the subject meter caused or contributed to an adverse event. The patient did not report any blood glucose readings, symptoms or treatment which indicate an acute complication of diabetes occurred. The patient¿s reported treatment from a healthcare professional correlated with the high blood glucose reading. However, this complaint is being reported because the alleged issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (06/13/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.